Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the high voltage portion of the right ventricular (rv) lead impedance varied between low and high. The lead remains in use. No patient complications have been reported as a result of this event.